Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe and needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd syringe and needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
One sample was returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the investigation, the white material was observed on the needle hub. Currently, 100% visual inspection is being conducted during assembly and packaging of the syringe manufacturing process. It has been acknowledged that the inspectors most likely missed out on this piece of syinge containing white bond on the needle hub. The bulk needle are consigned to sbdm by (B)(4). The white bond on the needle hub likely occured during the supplier manufacturing process. Corrective actions: sbdm had quality training on this customer complaint for syringe assembly line workers and quality inspectors. Sbdm will tighten incoming inspection for bulk needles and keep monitoring of syringe manufacturing process to prevent recurrence of the same case. Sbdm will implement 100% visual inspection in syringe assembly & packaging process and also will retrained on inspection method for packaging inspector due to this complaint case effective.